Event description:
It was reported that bd alaris smartsite pump infusion set had air in line the following information was received by the initial reporter with the following verbatim during infusion of avastine pumps was frequently alarming air in line. No air visible in set. Nurse tried the same set in 3 different lvp modules and 2 different pcus and the same alarm was generated remaining of the infusion was infused by gravity.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
A 22003-0004 product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot 25035616. The feedback provided by the customer states that, "during infusion of avastine pumps was frequently alarming air in line. No air visible in set." Further information from the customer has stated that air in line alarming was noticed immediately after the start of infusion. Bevacizumab was infused during the event and no visible damages were noticed with the product. There was no patient impact and the drug has to be manually administered without the pump. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 25035616 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 22003-0004 set over the past 12 months.